Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise on the right ventricular lead was being detected as ventricular fibrillation. The device was reprogrammed. The patient was stable.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2019 due to oversensing.